Manufacturer narrative:
Stryker was not able to duplicate or verify the reported issue. Due to device age it was not repairable and returned to the customer. The customer was advised not to use. The cause of the reported could not be determined.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer's device. The patient's electronic files and the device's electronic records will be further evaluated. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. This issue is patient related; however, there was no adverse event reported.